Event description:
It was reported that the patient was experiencing inadequate pain relief. X-ray revealed that the spinal cord stimulation (scs) lead had migrated inferiorly by two vertebral bodies. The patient was taking gabapentin and hydrocodone. The patient underwent a lead revision procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), UDI: (B)(4).